Event description:
Baxter (B)(4) received a call from a customer regarding a reload set alarm 161. The caregiver unable to resume priming. The tsr advised caregiver to reset up again with new supplies. Probable cause: fluid leak, cracked cassette. The product code and lot number was unattainable. Therefore, manufacturing site is also unknown. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No further information was available. If additional information becomes available, a follow up report will be submitted.